Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menorrhagia ("heavy and prolong periods"), fatigue ("fatigue"), weight increased ("weight gain") and memory impairment ("forgetfulness"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, fatigue, weight increased and memory impairment outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, memory impairment, menorrhagia, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy bleeding/unusual bleeding") in a 37-year-old female patient who had essure (batch no. 977933,a02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation under general anesthesia on the day of admission". The patient's medical history included caesarean section in 2005, caesarean section in 2007, pregnancy in 2007, gravida ii in 2007, blood pressure high, metabolic syndrome, dysmenorrhea, tonsillectomy, splenectomy, adrenalectomy and grand multiparity. Concurrent conditions included pheochromocytoma, hypercholesterolemia, irritable bowel syndrome, generalized anxiety disorder, allergic to cats, nasal stuffiness, itching eyes, difficulty breathing, rash, menometrorrhagia, acid reflux (oesophageal), asthma, infection mrsa, seasonal allergy, idiopathic thrombocytopenic purpura, endometrial biopsy, bleeding anovulatory and skin dry. Family history included stroke, heart disease, unspecified and emphysema. Concomitant products included labetalol for blood pressure high, metformin for pre-diabetes and metabolic syndrome as well as calcium chloride;potassium chloride;sodium lactate (lactated ringers), cetirizine hydrochloride, citalopram, clonazepam (klonopin), ephedrine, fentanyl, hydromorphone, hydroxyzine, ketorolac, ketorolac tromethamine (keto), midazolam, ondansetron, promethazine, propofol and propofol (anesthesia s/I 60). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("lower back pain") and arthralgia ("hip pain"), 3 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy and prolong periods"), fatigue ("fatigue"), memory impairment ("forgetfulness"), headache ("headaches"), menstrual disorder ("unusual menstruation") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with novasure endometrial ablation and surgery (robotic davinci assisted total laparoscopic hysterectomy and bilateral salpingo ophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased, headache and menstrual disorder had resolved and the menorrhagia, fatigue, memory impairment, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, menstrual disorder, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : heavy menstrual periods, increasing menorrhagia, joint pain, fatigue and weight gain. Lot number : 977933 (left) and a02555 (right). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received : reporter information was added. Lot numbers were added. Medical history and concomitant drugs were added. Event verbatim were updated as heavy bleeding/unusual bleeding, pelvic pain/pain. Event : headaches, unusual menstruation, abdomen pain, endometrial ablation under general anesthesia on the day of admission and lower back pain were added. Outcome of the events : unusual bleeding, pain, cramping, weight gain was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy bleeding/unusual bleeding") in a 37-year-old female patient who had essure (batch no. 977933,a02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation under general anesthesia on the day of admission". The patient's medical history included caesarean section in 2005, caesarean section in 2007, pregnancy in 2007, gravida ii in 2007, blood pressure high, metabolic syndrome, dysmenorrhea, tonsillectomy, splenectomy, adrenalectomy and grand multiparity. Concurrent conditions included pheochromocytoma, hypercholesterolemia, irritable bowel syndrome, generalized anxiety disorder, allergic to cats, nasal stuffiness, itching eyes, difficulty breathing, rash, menometrorrhagia, acid reflux (oesophageal), asthma, infection mrsa, seasonal allergy, idiopathic thrombocytopenic purpura, endometrial biopsy, bleeding anovulatory and skin dry. Family history included stroke, heart disease, unspecified and emphysema. Concomitant products included labetalol for blood pressure high, metformin for pre-diabetes and metabolic syndrome as well as calcium chloride;potassium chloride;sodium lactate (lactated ringers), cetirizine hydrochloride, citalopram, clonazepam (klonopin), ephedrine, fentanyl, hydromorphone, hydroxyzine, ketorolac, ketorolac tromethamine (keto), midazolam, ondansetron, promethazine, propofol and propofol (anesthesia s/I 60). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("lower back pain") and arthralgia ("hip pain"), 3 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy and prolong periods"), fatigue ("fatigue"), memory impairment ("forgetfulness"), headache ("headaches"), menstrual disorder ("unusual menstruation") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with novasure endometrial ablation and surgery (robotic davinci assisted total laparoscopic hysterectomy and bilateral salpingo ophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased, headache and menstrual disorder had resolved and the menorrhagia, fatigue, memory impairment, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, menstrual disorder, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : heavy menstrual periods, increasing menorrhagia, joint pain, fatigue and weight gain. Lot number:977933. Manufacturing date:2012/04 , expiration date:2015/04. Lot number:a02555. Manufacturing date:2012/04 , expiration date: 2015/04 . Lot number : 977933 (left) and a02555 (right). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menorrhagia ("heavy and prolong periods"), fatigue ("fatigue") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, fatigue, weight increased and memory impairment outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, memory impairment, menorrhagia, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.